Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for complex reg pain syndrome type I and spinal pain. The patient reported that their implant was dead and she was unable to recharge it. The patient said she met with the sales manufacturing representative (rep) and the rep tried to change the program and now she was unable to recharge her device. The patient stated she was in constant and severe pain now that her device was off. The patient tried going to the ER for this but they did not know much about the stimulator. The patient mentioned she had the device on 24/7 and charged it every day. Patient stated that their last successful charge session was 3 days ago ((B)(6) 2017). The patient said the device had come on and showed 9.6v but the strength was like a 2. The patient asked product service specialist (pss) about battery longevity information. Pss reviewed battery longevity information and directed the patient to a health care professional (hcp). The patient reported no trauma or fall. No further patient symptoms or complications were reported in this event.